Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that their shunt was "not functioning" because it was "not pushed all the way into the spinal cord". No other information was provided and it was unknown when the event began occurring.